Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant the lead had unstable thresholds. The lead was replaced. No patient complications have been reported as a result of this event.